Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). During routine replacement for battery eri, the physician opened the pocket and found one lead was not properly connected to the ins. Lead in the 0-7 channel of the ins had 3-4 electrodes coming out of the device. It was noted pre op to this procedure that there was an issue with ¿connections¿ when the device was interrogated. The leads were connected to the new device and connection measurements were run and it was found to be similar to the previous device. The patient was not using this lead with her current programming so the implant was completed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.